Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2015). The patient¿s meter has been returned on 1/22/2015 and evaluated by lifescan product analysis on 1/26/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred six months prior to contacting lfs. It is not known what medication the patient takes to manage his diabetes but he denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that two-and-a-half to three months after the product issue, the patient developed symptoms of feeling ¿light headed, dizzy lack of circulation and blacked out¿. The patient also claimed that six months prior to contacting lifescan he was hospitalized and received IV fluids. Meter readings were obtained but the patient could not recall when they were obtained, what meter was used or what results he got. During troubleshooting the cca walked the reporter through resolving the issue and it was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly suffered symptoms suggestive of a hypoglycemic event after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.